Event description:
During an atrial fibrillation pfa procedure, there was a delay of procedure when the sheath and the needle were prepared for transseptal puncture. An obstruction was noted within the sheath as the needle could not be inserted through the dilator. The sheath, dilator, and the needle was exchanged, and the issue was resolved. The procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The reported event of needle insertion difficulty could not be confirmed. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty remains unknown.